Event description:
It was reported that the tensioner, part number 391.201, was unable to function in that the cable tension could not be increased and the cable snapped during use. There was no reported ill effect on the patient or increase in surgery time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device was received and evaluated. No device defects were detected. The device history record was reviewed and there were no indications that anything in the manufacturing process contributed to the event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.device manufacture date was between 5/8/09 and 6/8/09.(B)(4)